Manufacturer narrative:
The device was inspected, and foreign material was observed in the nozzle of the device. According to the customer, cleaning was implemented according to the instruction manual. It was reported that the product was placed in a bucket containing asp cidezyme immediately after the procedure. The device then went through the cds (cleaning, disinfection and sterilization) process. Syringes were used to inject the cleaning solution during the immersion process; the device was subjected to ultrasonic cleaning and syringes were used to inject the cleaning solution during the ultrasonic process. The customer used the olympus endosonic ultrasonic cleaner with endofresh a (5 pushes) and the device was in the ultrasonic cleaner for 30 minutes. After ultrasonic cleaning, the device was rinsed with water. Although, the investigation was unable to determine the exact cause of the foreign material, insufficient cleaning may have contributed to the event. It is possible that the material was not sufficiently removed during cleaning and solidified over time, making it difficult to remove. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, foreign matter was found adhering to the inside of the nozzle. There were no reports of patient involvement.